Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. Customer experienced blood glucose (bg) level up to 400 mg/dl (below 500 mg/dl) and diabetic ketoacidosis (dka). Supply changes were performed to address the occlusions and correction boluses were delivered to address bg. There were no issues observed with the cartridge, infusion set or cannula. Customer went to the emergency room (ER) and was subsequently hospitalized. Customer was treated with intravenous fluids and an insulin drip. Customer was released from the hospital on 11/2/2018 with no permanent damage.